Manufacturer narrative:
Follow-up # 1 date of submission 03/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings:visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The returned battery cap was able to be fully secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).